Event description:
On 03/02/2015 the reporter contacted animas alleging that on an unspecified date the patient had experienced elevated blood glucose (bg) of 570mg/dl with no signs or symptoms of hyperglycemia associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient discontinued insulin pump therapy. The reporter noted that multiple loss of prime warnings had occurred with multiple different cartridges. The reporter confirmed that the cartridge had been changed since the issue began, but the issue persisted. Troubleshooting indicated that the cartridges were being used per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed one loss of prime warning on (B)(4) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor was found to be within calibration specifications. The pump cover was removed and no force sensor defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.